Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding),'), vaginal haemorrhage ('vaginal bleeding') and genital haemorrhage ('generalized abnormal bleeding') in an adult female patient who had essure (batch no. 525205-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, elective abortion, discharge, abnormal sputum, vaginitis and allergy to antibiotic. Concurrent conditions included chondromalacia, seizure, post-traumatic stress disorder, hypothyroidism and migraine. Concomitant products included lansoprazole (prevacid), omeprazole and valproic acid. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), pelvic pain ("physical pain/ pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), vaginal infection ("vaginal . Infection") with vaginal discharge, fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches,"), nausea ("nausea,") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (ablation, d and c). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, depression, pelvic pain, abdominal pain, dysmenorrhoea, weight increased, back pain, urinary tract infection, vaginal infection, fatigue, alopecia, migraine, headache, nausea and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient reported that she was unable to afford essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient medical record conforming-uti,, headaches migraines, abdominal pain nausea, pelvic pain female, vaginal bleeding, depression,weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: ¿update of information (batch is not valid)¿. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding),'), vaginal haemorrhage ('vaginal bleeding') and genital haemorrhage ('generalized abnormal bleeding') in an adult female patient who had essure (batch no. 525205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, elective abortion, discharge, abnormal sputum, vaginitis and allergy to antibiotic. Concurrent conditions included chondromalacia, seizure, stress, hypothyroidism and migraine. Concomitant products included lansoprazole (prevacid), omeprazole and valproic acid. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), pelvic pain ("physical pain/ pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), urinary tract infection ("uti"), vaginal infection ("vaginal . Infection") with vaginal discharge, fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches,"), nausea ("nausea,") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (ablation, d and c). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, depression, pelvic pain, abdominal pain, dysmenorrhoea, weight increased, back pain, urinary tract infection, vaginal infection, fatigue, alopecia, migraine, headache, nausea and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient reported that she was unable to afford essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient medical record conforming-uti,, headaches migraines, abdominal pain nausea, pelvic pain female, vaginal bleeding, depression, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs and mr received- new event vaginal bleeding was added, concomitant drug and condition was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.